Event description:
It was reported that the lead was explanted and replaced due to the patient requiring a dual coil lead due to high dfts. The patients condition was described as very sick.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.